Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 a patient with a bovine arch; a thoracic aortic arch dissection and aortic aneurysm underwent an endovascular repair of the thoracic aorta. Additionally the head vessels were debranched in chimney technique. Conformable gore® tag® thoracic endoprostheses (ctag) and gore® viabahn® endoprostheses with propaten bioactive surface were utilized. Access was obtained via the brachial artery with a 7fr x 45 cm flexor sheath. Then additional access was gained via the right femoral artery using a 24fr x 65 cm gore® dryseal flex sheath. The first ctag was advanced and deployed with the proximal end of the device landing at the brachiocephalic trunk ostium. Then a gore® viabahn® endoprosthesis with propaten bioactive surface was advanced through the 7fr. Sheath in the arm. It was positioned approximately 5 mm proximal to the ctag. An absolute 6 mm x 6 cm self-expanding stent was used to reinforce the gore® viabahn® endoprosthesis with propaten bioactive surface. The self expanding stent appeared to extend past the vertebral artery. The left subclavian artery (lsa), which was also treated with a gore® viabahn® endoprosthesis with propaten bioactive surface in chimney technique and the proximal end or the thoracic device, were then ballooned. The second ctag (45 mm x 45 mm x 20 cm) was positioned with approximately 5 cm of overlap into the first ctag, and then deployed. The third ctag (45 mm x 45 mm x 10 cm) was positioned with approximately 5 cm of overlap into the second ctag, and then deployed. Medtronic aptus endoanchors were deployed in the distal end of the third (most distal) stent graft. Following device implant, the aneurysmal and dissected areas were fully covered. During intra-procedural imaging, a type I endoleak was observed in the thoracic aorta, just distal to the lsa ostium. The reliant balloon was used to balloon the proximal end again, distal to the lsa. Reportedly, no ballooning was done in the regions where a dissection was present. Following ballooning, the endoleak was still present. The decision was made to wait and assess the CT scan in 3-4 weeks. On (B)(6) 2018 the patient had an axillary hematoma and pseudoaneurysm which caused pressure in the brachial plexus, leading to neuropraxia. This required an additional surgical procedure, "(likely decompression)". A cut-down was needed to treat the pseudoaneurysm. Following the procedure, a CT was performed and it showed apparent resolution of the endoleak. The pseudoaneurysm resolved but some time after the procedure, described as a few days, another CT was performed which showed emboli in the patient's head. The patient was transferred to a stroke unit for monitoring. On (B)(6) 2018 it was learned that a stroke in this patient was ruled out. He is home and doing well.

Manufacturer narrative:
There was no reportable incident or serious injury associated with the conformable gore® tag® thoracic endoprosthesis. The reported emboli did not result in any clinical stroke or other neurological deficit to the patient. The initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2018-00166 is hereby retracted.